Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 1 month after the dental implant was installed it was verified its non-osseointegration. Patient presented bone type iii.